Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that a micro dislodgement was suspected, and there was an increase to high/unstable thresholds and non capture with the right ventricular (rv) lead. The high thresholds caused premature battery depletion to occur on the implantable pulse generator (ipg). The physician attempted to reposition the lead, however could not get the lead in an adequate or stable place. The lead was also difficult to move. Both the rv lead and device were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.